Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure, the pulse generator had high threshold on the right ventricular (rv) port. The rv lead was tested though pacing system analyzer and through the right atrial port and found to have normal threshold. When the rv lead was connected back to the rv port, the threshold was high. The rv port was suspected to be faulty due to unobserved occlusion or inherent device issue. A new device was implanted instead. The patient was discharged after the procedure.

Manufacturer narrative:
The reported field event could not be confirmed in the laboratory. Output measurements in field settings revealed no anomalies. Visual examination and head evaluation found no notable foreign material. Further testing found the device battery is still above elective replacement battery level. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.